Event description:
It was reported in a hospital implant registration form that the patient developed an infection. The pacemaker system including the epicardial lead was removed and replaced with a leadless pacemaker system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 1930. Device code: 3023. Ref report: reference report: mw5182101.